Event description:
The covidien representative in (B)(4) received a report from a customer of a cuff deflating on a patient's tracheostomy tube. A non-routine replacement of the tube was required. No other information was provided in the report.

Manufacturer narrative:
The lot number as reported is an incomplete number and, therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed.